Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found that the etl log file had stopped at 10:14 am while the current time was 4:30 pm. The tss started the etl job and restarted all services. The customer reported that the issue remained the same and that the report data was still not current. The tss verified that there was no crossover issue on the es server. A service query was executed successfully without any issues, and all crossover configurations were found to be in synchronization. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, data was not syncing from the pyxis devices to the es server; all devices were confirmed to be logging data, and hsv viewer indicated that the etl process was delayed, also report data was not up to date. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.